Event description:
It was reported by the aci sales professional that a patient underwent a coronary catheterization procedure on an unknown date. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient had a "late bleed". The patient returned to the physician's office 2-3 days post procedure with a "large" hematoma (size unknown). The patient was not hospitalized and was reported to be doing fine. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.